Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a cosmetic defect, there was no warning triangle and no signs, the drive shaft, bearing and sleeve were damaged. The device also failed the following pre-tests: visual, thimble lock operation, vibration and temperature. Therefore, the reported condition was confirmed but the assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor device was overheating. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.